Manufacturer narrative:
(B)(4). Operator of device unknown. No samples were returned for evaluation. A review of the batch record revealed the lot met acceptance criteria for release. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a leak was observed in the fold of an eva bag prior to administration. There was no patient involvement or adverse event reported. No additional information was provided.